Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml bag was leaking from the bag seam. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The bag was further checked for leaks by squeezing the bag, and again no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.